Manufacturer narrative:
The na electrode expiration date was not provided. The cobas c501 serial number was (B)(4). Qc and calibration were performed and they were acceptable. After running the samples, qc failed. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 2 patients' serum samples tested on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. Results for the sodium (na) test were affected. Sample 1: initial result: 162 mmol/l. Repeat result: 136 mmol/l. Sample 2: initial result: 166 mmol/l. Repeat result: 131 mmol/l. No questionable results were reported outside the laboratory as the customer noticed that the initial results were high. The repeat results were deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was last performed on 30-dec-2023 and it was acceptable. The qc data was provided but the ranges and means were not provided. Pre-analytical and alarm trace data were requested but not provided. The field service engineer (fse) found that the ise sipper mechanism adjustment was off. The cause was consistent with the settling of the ise block position. The fse corrected the ise sipper mechanism adjustment. Ise checks were performed and they were completed successfully. Ise calibration and qc were performed and they were successful. The service actions (performing ise mechanism adjustments) resolved the issue. No further issues were reported afterward.